Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided, with trace ketones. Elevated blood glucose levels were addressed by manual insulin injection. Reportedly, the customer required assistance from her mother who helped customer change the pump supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.